Manufacturer narrative:
The reported condition is not confirmed as no sample was available for evaluation. The device history record (DHR) was reviewed for the lot number and no issues found. The potential root cause associated with this event is improper handling of a filled sharps container above fill level. There is no information available about the container fill level. As per the complaint description it seems like the container was overfilled above the fill line which resulted in the needle stick during disposal. The defect cannot be confirmed as a sample or photograph was not provided. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a phlebotomy container. A hcp was doing a test to a patient with tuberculosis, at the moment of remove the needle and discard it, he puncture his finger (finger 1 left hand) the puncture was superficial, they did pressure on the finger and wash the wound.